Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection found no issues with the device, it appears to be in good condition. Microscopic inspection of the guidewire exit port, and the tip were found damaged (deformed/lifted). Based on the evidence, the reported allegation of guidewire entanglement was confirmed, since the damage found during product analysis could have contributed to the reported codes.

Event description:
It was reported that entanglement occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. An opticross 18 vascular imaging catheter was selected for use. During device pullback, it was reported that the unknown guidewire became wrapped around the opticross catheter mid-shaft, rendering the catheter non-functional. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the ivus catheter twisted on itself and trapping the non-boston scientific wire within it. The catheter and the wire were removed from patient as one unit.

Event description:
It was reported that entanglement occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. An opticross 18 vascular imaging catheter was selected for use. During device pullback, it was reported that the unknown guidewire became wrapped around the opticross catheter mid-shaft, rendering the catheter non-functional. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported.